Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported bad nav ring. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported bad nav ring issue. The manufacturer¿s field service engineer (fse) replaced the bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 01may2020 b4: (B)(6)2020. The part was returned to failure investigation for evaluation. Visual inspection of the navigation (nav) ring internal structure revealed that contamination was found that caused the nav ring to fail. Customer complaint was duplicated, fault is found on testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.